Manufacturer narrative:
The device was returned to resmed and a preliminary investigation was performed. The reported issue that the device stopped ventilating was confirmed. A review of the device history logs indicates that a low battery alarm did trigger and when the ventilation stopped the continuous audible alarm triggered as per design. Based on all available evidence the reported issue was related to the user not charging their battery and allowing it to deplete. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while an astral device was being configured for the patient, it displayed a low battery error message and the ventilation stopped. There was no patient harm or injury reported as a result of this incident.